Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. This instruments grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip input disk was manually articulated and the grips opened and closed successfully off the system. A review of logs showed no failures. Additional observations related to the customer reported complaint: the housing was removed for inspection and the instrument was found to have a grip ring dislodged from the proximal grip drive adapter, which prevents the grip from opening. As a result, the grip open lever was not functional. The grip input was manually articulated to inspect the jaws. The jaw ceramic dots were present and there was no physical damage found at the distal wrist. The instrument was also found to have a set screw missing from the grip ring. The grip ring was dislodged as a result.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to close the jaws on a vessel sealer extend instrument. There was no reported injury.